Event description:
It was reported that this pacemaker went from a battery status of 3 years remaining to a status of 2 years remaining 6 months later. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. No adverse patient effects were reported. This device remains in service. It was reported that this pacemaker was subsequently explanted due to premature battery depletion. The product is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information was received that the product was likely discarded by the hospital and will not be returned.

Manufacturer narrative:
Return of this device is anticipated. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker went from a battery status of 3 years remaining to a status of 2 years remaining 6 months later. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. No adverse patient effects were reported. This device remains in service. It was reported that this pacemaker was subsequently explanted due to premature battery depletion. The product is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker went from a battery status of 3 years remaining to a status of 2 years remaining 6 months later. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. No adverse patient effects were reported. This device remains in service. It was reported that this pacemaker was subsequently explanted due to premature battery depletion. The product is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information was received that the product was likely discarded by the hospital and will not be returned. The product has been received for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.